Manufacturer narrative:
Inspection of the received device found the exposed portion of the soft cannula to be flattened. The length of soft cannula was observed to be within the specification. The download data generated an 0x18 alarm indicating the device had reached an empty reservoir. The reservoir was found to be empty. A timeout was observed towards the end of the run due to the plunger hitting the bottom of the reservoir. Fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be flattened. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 36 and 48 hours on the leg. Hyperglycemia treated with a new pod.